Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone (B)(6). One device was returned for analysis. Review of the event history log (ehl) showed a acu watchdog failure and primary audible alarm post. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective mainboard and interconnect pcb. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an audible alarm message. During physical inspection, it was found that there was an acu watchdog failure. There was unknown patient involvement, no patient injury was reported.